Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while attempting to change the infusion set. The customer attempted to push insulin through with the plunger but was unable to push insulin through the tubing. Customer's blood glucose level was 126 mg/dl. The customer ended the conversation. The device was not returned.